Event description:
It was reported the unspecified tubing on the reprocessor was broken during reprocessing. There was no patient involvement.

Manufacturer narrative:
The olympus field service specialist went to the user facility to perform maintenance on the device. The machine was left ready to be used. No contributing factors for the reported event were noted. The event evaluation is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, an olympus field service engineer (fse) went to the user facility location for the device inspection, and the reportable malfunction was confirmed. It is likely that the connector pin was broken by external stress at equipment handling. Also, if the equipment was used with pin of connecting tube damaged, it may have caused liquid transfer defects, which would lead to reprocessing defects. However, a definitive root cause for the reported suggested malfunction could not be established. The event can be detected/prevented by following the instructions for use which state: ·labeling user can detect abnormality by performing the following inspection. Chapter 5 inspection and preparation before use: 5.7, inspecting the connecting tubes and leak test air tube before using the reprocessor, always check that there is no irregularity regarding the following points on the connecting tubes and leak test air tube. All tubes should be free of cracks, breaks, fissures, scratches, or stains. There should be no cracks in the lock levers of connecting tube connectors and leak test air tube connectors. There should be no bends or breaks in the pin of connecting tubes connector and leak test air tube connector. The tube should not be easy to disconnect once connected. If a tube has any irregularity, do not use it and replace with a new one. Warning do not use the connecting tubes or leak test air tubes if they have any irregularity. Doing so could prevent effective reprocessing or damage the endoscope. Olympus will continue to monitor field performance for this device.